Event description:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse on (B)(6) 2004 and mesh was used. The patient states that the mesh was rejected and surgery was required to remove portions of the mesh. Further reconstructive surgery was required. The patient has continued pain, recurrence of pelvic organ prolapse, and is unable to have sexual intercourse. It is reported that the mesh was explanted on (B)(6) 2008.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - vaginal exposure, (B)(4) - dyspareunia. Device (B)(4) - vaginal exposure. Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria. This medwatch report is in response to receipt of maude event report (B)(4).